Event description:
An rn inserted a number 16 foley per instructions, flushed it and checked the balloon to make sure that enough water was in the balloon. After flushing, the rn noticed that the urine was leaking from the sterile part of the foley. This is the part that is in the blue wrap, which goes inside the patient. The rn pulled it out and inserted a completely new foley, for which the same thing happened. It was the third foley which actually worked fine. Another rn also noticed that her patient's foley was leaking. When she pulled the catheter out it was again leaking from the same part of the foley. The hospital pulled the items from stock and notified MFR.